Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via remote transmission. Upon review, their implantable cardiac monitor exhibited episodes of r-wave undersensing. The device was reprogrammed to minimize the number of transmissions sent per day. There is no plan to bring the patient in for any device reprogramming.